Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported via phone call indicating air bubbles in reservoir. Customer reports a it was actually foam in reservoir and that it was a past event. Customer's blood glucose was 207 mg/dl. Customer requested assistance in priming after changing damaged reservoirs. Customer was advised to return reservoir for analysis and that reservoir would be replaced.